Event description:
A heat and electrical issue with the pump was reported, as the device became "hot to touch" while charging. There was no adverse impact to the customer's blood glucose level. The pump, which was within warranty, was replaced, and the customer was provided with goodwill tandem charging supplies. While the customer was informed about the pump replacement, they declined to share their backup therapy method.